Manufacturer narrative:
Follow-up # 1 ¿ (12/18/2014). The patient¿s meter has been returned on 12/4/2014 and evaluated by lifescan product analysis on 12/6/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan USA alleging that his onetouch ultra2 meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy began 4 months prior to contacting lifescan, at 8:00 pm. The patient stated that he had obtained readings of "210, 175 and 118 mg/dl" with the subject meter compared to another meter (readings not provided). The patient manages his diabetes with oral medications with diet and/or exercise. The patient confirmed that he did not make any changes to his usual diabetes management regimen in response to the alleged product issue. The patient claimed to have developed the symptoms of "sweating and weak" after the alleged inaccurate high began (date/time not provided); however he denied having received any treatment. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure setting, the patient was using the correct testing technique, the patient was using an approved sample site, the test strips were identified as counterfeit/suspect, the test strip vial was not cracked or broken and the test strips had not expired or been open for longer than the discard date. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as the patient claimed to have developed the symptom of ¿sweating¿ after the alleged inaccurate high began. This symptom does meet lifescan¿s criteria for a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.